Event description:
Ous MDR - after an estimated implantation period of 17 months, it was reported that during an ICD upgrade shock impedance values > 200 ohm were reported. The lead was extracted and a new lead implanted. Lead and ICD were returned to biotronik for analysis. No adverse patient side effects have been reported. The date of implant was not provided.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and electrical inspection. The visual inspection showed a bent is-1 connector pin, deformations of the conductorcable to the rv shock coil in the region between the df-1 connector pin and the yoke aswell as deformations of the shock coil. Further analysis revealed a ductile fracture of the conductor cable to the rv shock coil inside the df-1 connector pin. Based on the characteristics, it is reasonable to assume that these damages occurred due to excessive mechanical forces. The origin of these damages was not determinable, however, the ductile fracture of the conductor cable indicates the presence ofextraordinary strong pulling forces